Manufacturer narrative:
A qualified remote service engineer reviewed the reported problem with the customer and the issue was confirmed. The customer opted to retain the transducer, and it could not be returned for further failure analysis. The engineering team was unable to determine the cause of the reported problem. As the customer did not return the transducer and provide other pertinent information required for the investigation, no further investigation could be performed. The system has returned to service with no similar issues reported.

Event description:
A customer reported their c10-3v transducer¿s lens was damaged, resulting in exposed metal. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue occurred outside of clinical use and there was no patient or user harm associated with this event. A philips field service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.